Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 1627487-2019-14182, 1627487-2019-14184. It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted with no complications.